Manufacturer narrative:
Sub assemblies of the laser have been returned. Eval was limited to visual examination due to physical damage. The balance of the laser system was repaired but is in process of being returned for further eval. Results and conclusions are pending the return of the laser and further eval.

Event description:
During the warm-up of the vbeam laser, there was an internal failure within the laser, that resulted in filling the room with smoke. There were no injuries.